Event description:
A caller reported a power source alert associated with their device. There was no adverse impact to the customer's blood glucose level. The customer had already attempted to charge the pump using a wall adapter for 30 minutes without success. Since no alternative charging cable or wall adapter was available, technical support decided to send a replacement cable and wall adapter via two-day shipping and planned a follow-up. In the meantime, if the pump battery depleted before receiving the replacements, the customer was advised to revert to manual insulin injections.